Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 450 mg/dl. System check was performed with tandem technical support; however customer reported loading a new cartridge and a minimum fill notification was received. A pump air leak was detected. The customer reverted to an alternate method of insulin therapy.